Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint broken eyepiece was confirmed. Based on the results of the investigation, it is likely the reported event occurred due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction - in the initial report the facility was listed as berlin (3003724334) when the facility should have been hamburg (9610773). Updates were made to section d3 and g1b. To reflect this correction.

Event description:
The customer reported to olympus the telescope, 5.4 mm, 30°, autoclavable had a broken eyepiece. The reported issue was discovered during an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.